Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock to a patient. A patient who was treated in the cath lab went into cardiac arrest. Two defibrillation shocks were administered to the patient. When the crew attempted to deliver a third shock, it would charge defibrillation energy, but not deliver the shock. By the time a back-up device was arranged, the patient had already gone back to a normal sinus rhythm and did not require any further treatment with the device.

Manufacturer narrative:
Physio-control evaluated the device, but could not reproduce the reported issue. During testing, the device charged and shocked defibrillation energy, and no discrepancies were observed. Physio quoted the customer for some unrelated repairs. The customer however declined repair of the device and requested the device to be returned to them without being repaired. A cause of the reported issue could not be determined.